Manufacturer narrative:
The lead was not able to be returned for analysis; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of a shock delivered into an open circuit. It was reported the associated right ventricular (rv) lead had stored high, out-of-range shock impedance measurements in the past. Engineering review of the device data found the first alert for an out-of-range shock impedance was 128 ohms back on (B)(6) 2016, with subsequent alerts in 2017 and 2018. The code 1005 was recorded during a ventricular fibrillation (vf) episode on (B)(6) 2018, where a single 41 joule shock was delivered and the impedance was saturated or open. Evaluation of the device and lead was required. A breakdown of shock impedance measurements showed a likely issue with the rv coil. A manual shock impedance test performed on (B)(6) 2018 had an overall impedance measurement of 142 ohms. The rv coil to ra coil was 172 ohms, the rv coil to can was 174 ohms, while the ra coil to can was high but still within range at 121 ohms. This information was provided to the physician, who was considering the next steps. No adverse patient effects were reported. The following month, this lead was surgically abandoned and a new rv defibrillation lead was implanted. The existing device was connected to the new lead and a 41j commanded shock was delivered, with a shock impedance measurement of 93 ohms. There were no new error codes displayed. The device remains in service with the new lead. No additional adverse patient effects were reported.